Event description:
It was reported that the customer kept receiving no delivery alarms when trying to deliver a bolus. Most recent blood glucose value is 371 mg/dl; had treated with manual injection. Customer changed the infusion set and it is working. Customer believes he missed a no delivery alarm resulting in his high blood glucose for a couple of days. Customer was vomiting. No troubleshoot performed as the customer was sleeping. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.